Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon evaluation of the device, it was observed that there is a gap between the distal plastic cover and the adhesive of the distal end. Other observations for the device: due to a pinhole on connecting tube, water tightness is los; due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; connecting tube has a wrinkle and discoloration; nozzle is deformed; adhesive of distal end rubber coating (a-rubber) has a crack; light guide (lg) lens has a crack; adhesive of light guide lens is peeled; control unit has discoloration and is dirty due to water leakage; electrical connector has discoloration due to water leakage; and distal end, connecting tube, distal end cover (c-cover), universal cord, switch box, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob have a scratch. The user¿s complaint of pinhole was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an issue of pinhole in the insertion part. Intended procedure was completed. Devices are inspected prior to use. There is no reported harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there is a gap between the distal plastic cover and the adhesive of the distal end. This medwatch is being submitted for the reportable issue of the gap between the distal plastic cover and the adhesive of the distal end as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the gap between the distal plastic cover and the adhesive of the distal end occurred due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions (see figure 3.2). Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid.¿ olympus will continue to monitor field performance for this device.